Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic submucosal dissection, the subject device was used. The intended procedure was completed with the subject device. Two hours after the procedure, the patient developed bradycardia. As a result of confirming the patient, a mass of air was observed near the superior vena cava. Tracheal intubation was performed, and the patient recovered. The doctor commented the following. - he thought bradycardia was the side effect of medical agents. - competitor's injection tube was used and air bubbles were found in the tube. - he thought it was possibility that air masses relate to air bubbles. - there was no additional treatment for air masses. - the causal relationship between air mass and bradycardia is unknown.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the incident date, it was found no irregularities. Since the procedure was completed using the subject device, it is considered that there was no abnormality of the subject device. Similar cases have not been reported in the past. However, the exact cause of the reported event could not be conclusively determined. The instruction manual of the device has already warned as follows; do not resect tissue too deep. Deep resection of tissue may cause bleeding, perforation, pneumomediastinum, and/or aerodermectasia during or after the procedure. When resecting tissue, confirm that there is no irregularity in the resecting area and monitor the patient¿s condition all the time.